Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pr logic. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in a ventricular fibrillation (vf) episode where there were multiple short runs as well as a stored non-sustained ventricular tachycardia (vt) episode. There was concern that the nsvt was delaying vf detection. It was clarified that the storage of nsvt episodes has no impact on vf detection, however the clinician questioned why there were not more nsvt episodes captured as there were other short runs of markers. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.